Event description:
A malfunction alarm was reported with a code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for future occurrences. The customer acknowledged these instructions and continued to use the pump without further issues.